Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation it was noted that the position of the cam when valve was received was 30mmh2o. The valve was visually inspected; needle holes were found in the silicone housing at the needle stop. No defects were noted. The valve was tested for programming and passed the test. The valve was irrigated with purified water. No occlusion was noted. The catheters were irrigated with purified water and no occlusion was found. The valve was dried and tested for leaks. No leakage was noted other than from the needle holes at the titanium needle stop. The valve was reflux tested and passed the test. The valve was then pressure tested and passed the test. A review of the history device records confirmed the valve conformed to the specifications prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
The affiliate reported: the revision surgery was conducted on (B)(6) 2014 since the setting pressure could not be changed. Doi and the initial setting pressure are unknown. Details will be informed as soon as jjkk receive them from the facility.